Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged because the patient experienced twiddler¿s syndrome. This ra lead was explanted and replaced with another lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.